Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed. No anomalies were found which may cause or contribute to the reported problem. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the results of the device evaluation and the available information, the investigation determined the possible causes as a contact failure between the scope and the scope socket due to wear associated with the age of the device or a malfunction of the ad/dp board during use of a specific scope.

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The problem, as reported to olympus, was identified on preparation for use.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be duplicated or confirmed. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Olympus was informed of a report by the user facility that the image was flickering when using olympus, model series 180 scopes in combination with the olympus, model cv-190 processor. There was no patient injury, associated with the problem, reported to olympus. Due to multiple events, this is report #2 of 2.